Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital on 05 may 2021 for a coronary artery bypass grafting surgery. After the surgery, it was noted that the patient's right ventricular lead was experiencing increased capture thresholds. No intervention was reported. There were no patient consequences.